Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with this artificial urinary sphincter (aus). The patient stated that he was using 4 to 6 pads per day and that he was having to pump several times the device to empty the bladder. A surgical procedure was performed to remove and replace all the components. Upon explant, it was noted that the urethra had atrophied due to the cuff was initially located too distal.; therefore, the new device was implanted in a more proximal location. There were no further patient complications reported.